Manufacturer narrative:
.

Event description:
It was reported the pt experienced a return of pain symptoms following a fall on concrete. The pt symptoms included acute pain, nausea, and flu-like symptoms. The pt had fallen on the pump and caused several ribs to crack. The pt went to the ER but the hcp was not able to feel or address the pain pump. The pt's managing pump physician had been contacted but was out of town. Troubleshooting was being considered. Additional info has been requested but was not available on the date of this report.